Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000305, bi71000210: a manufacturer representative went to the site to test the equipment. It was reported that the dongle and standoffs were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that they were unable to exit e-stop. They tried rebooting and it did not resolve the issue. It was confirmed they were pressing the correct button. A representative (rep) who was onsite resat the dongle which resolved the issue. There was no patient present.